Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that sheath was kinked, the imaging window and drive cable were twisted, the imaging window was entangled with the wire and partially detached near the lap joint section. The guidewire exit port lifted could have contributed to the event.

Event description:
Reportable based on device analysis on 12 jun 2024. It was reported that catheter issue occurred. The 70% stenosed target lesion was located in moderately tortuous and severely calcified vessel. An opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device could not cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that imaging window was entangled with the wire and partially detached near the lap joint section.